Manufacturer narrative:
The root cause is intentional device misuse by the consumer. The consumer noted that they used the thermacare menstrual heatwrap while they slept. The thermacare labeling and instructions for use provide guidance for the customer to prevent injury during use. The packaging instruction warns the consumer "do not wear while sleeping" and "check skin frequently during use". Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of burn and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection to ensure packaged product quality. There are pre identified risk factors that could cause a burn/blister listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin conditions, medical conditions, device use error and off-label use. The warning labels on our products are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations.

Event description:
On (B)(6) 2026, this report was received from a consumer regarding a female consumer (age not provided) in association with a thermacare menstrual heat wrap. On an unspecified date, the consumer attached a thermacare menstrual heat wrap to her underwear and slept. After an unspecified amount of time of wearing the heat wrap, the consumer woke up and had an open sore on the lower left of her abdomen. She noted she slept on her back and there was not any extra pressure applied to the heat wrap. Follow-up attempts were unsuccessful in obtaining additional information.